Event description:
Reporter noted corneal burn occurred during procedure. Used 3-4 sutures to close wound. Surgeon stated it was a dense nucleus, 4+ and did not fault the system. Patient is recovering well.